Manufacturer narrative:
G4: 16oct2020 b4: (B)(6) 2020. It was reported that there was an oxygen internal leak. In addition, there was a damaged top fan cover. A quote was sent to the customer for the replacement parts. Investigation is ongoing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:25nov2020. B4:29nov2020. A quote was submitted to the customer. Further repairs are pending quote acceptance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported an internal leak when oxygen (o2) is connected. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
G4:14jan2021. B4:15jan2021. The field service engineer confirmed replacing the air / o2 (oxygen) system resolve the reported issue. The top cover was replaced because it was damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:13feb2021. B4:22feb2021. H11:g5:k102985. H10: failure analysis on the returned gas delivery system assembly (gds) shows that the gds assembly was tested, and the complaint cannot be verified. The returned gds passes leak testing. No leak sounds were heard. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.